Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated data from a version 7.0 flashcard would not migrate to a new version 7.1 flashcard during a software upgrade of a vns handheld computer. No anomalies were found on the returned 7.0 flashcard during product analysis.